Event description:
Per the clinic, the patient experienced sudden onset and recurrence of tinnitus after an external sound processor upgrade. The patient perceived loud sounds, poor sound quality and understanding. The patient was hospitalized overnight for 4 days (specific dates not reported) due to hearing perception and pain. The patient was treated with IV steroids as anti-inflammatory medication during the hospitalization. Hardware exchange, troubleshooting and reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains.